Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer filled the cartridge with 200 units of insulin, the cartridge leaked at the septum. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.